Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to interconnection cable. During internal inspection, the interconnection cable was found to be creased/bent and disconnected from the connector of analog board. Therefore, the interconnection cable was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.